Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads, cracked select button keypad overlay, serial number label fading, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged and crack around the reservoir. Customer's blood glucose value was 166 mg/dl at the time of the incident. Customer will return device for analysis.